Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking valves during a vitreoretinal procedure. There was no patient harm reported. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Three samples of trocar hub and cannula assemblies were received for evaluation. The returned samples were visually inspected and one sample was found to be conforming. The other two samples were found to have a damaged septum. A device history record review for the component's lot was conducted. The product was released in accordance with all product acceptance criteria. It is unknown how or when two out of the three t-sample became damaged because they were returned opened. (B)(4).